Event description:
Information was received from a consumer regarding a patient receiving baclofen and morphine via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016 it was reported that the patient had been hearing a single beep alarm coming from the pump since (B)(6) 2016. The patient had moved 150 miles away from his prior pump managing physician. Before he moved, he had asked his prior pump physician to refill his pump. The physician told him he needed to get the pump refilled by (B)(6) 2016. The patient had not found a new pump managing physician yet and he didn't want his pump to go dry. He had oral baclofen and oral pain pills. Additional information was received from the patient's prior pump managing physician on (B)(6) 2016 and it was reported that the patient was last seen on (B)(6) 2016 and at that time his pump was working well and due for a refill on (B)(6) 2016. The patient requested to have his medical records faxed to a new provider and was not their patient on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.